Manufacturer narrative:
(B)(4). The customer reported the suspected main printed circuit board assembly (pcba) is available for analysis and a return good authorization has been issued. At this time, carefusion has not received the suspected main pcba for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit displays a ventilator inoperable alarm. The customer reported the event was resolved after rebooting the ventilator and the hospital staff continued to use the ventilator. The customer reported a second ventilator inoperable alarm went off two hours later since the first error, so the customer substituted the ventilator with another ventilator. The customer determined the most likely cause of the reported event is the main printed circuit board assembly. The issue occurred during patient use; the customer reported there is no patient consequence associated with the event.